Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that one thousand six hundred and twenty-four (1624) vented micro-volume inlets had particulate matter in an unspecified location. The particulates were hair, fiber, or black spots. This was observed before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h11: upon additional information, the product is no longer suspect in the event. Should additional relevant information become available, a supplemental report will be submitted.